Event description:
It was reported that patient neurostimulator had depleted and reached normal eos about a year prior to this report. It was noted that patient was scheduled to have it replaced but she ended up having health problems with her heart and could not do it. It was indicated that since then patient had a stent and a heart valve replaced. It was noted that patient was doing well with her urination now and wanted to know if she could just leave the ins in even though it was no longer in service. It was also reported that patient had kidney disease and was going to a renal health care provider. It was indicated that she had this for about a year now. It was indicated that patient was scheduled to see renal hcp on (B)(6) 2014. It was indicated that patient kidney function was in danger and was going back to see if her ¿kidney function had dropped anymore¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v523343, implanted: (B)(6) 2010, product type: lead. (B)(4).